Event description:
It was reported to vyaire medical that fraction of inspired oxygen issues occurred on the avea ventilator. The fio2 was set at 90% but was getting 97% monitored and 89.9% delivered values. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The supplemental report has corrected the referenced device to the ventilator. Note that the UDI-di has been identified but the UDI-pi is not available as this information was not made available to vyaire medical.